Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the lead was pressing against nerves in the patient's neck. The patient experienced stroke like symptoms and the device was removed. Nevro attempted to obtain additional information but was unsuccessful. There have been no reports of further complications regarding this event.